Event description:
It was reported that the pump displayed a persistent ¿pairing with sensor¿ message after the user had already scanned a new fsl3+ sensor, and the issue was resolved after the user re-scanned the sensor, which resulted in successful pairing and entry into the warm-up period. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to the user¿s health and no medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the pairing process completed successfully after re-scan, consistent with a transient pairing issue. It was concluded that the device functioned as expected after re-pairing and no device malfunction was confirmed.